Event description:
It was reported that the cartridge was leaking at the septum. Reportedly, the leak may have been caused because the customer overfilled as well as reused and refilled the cartridge. Customer loaded a new cartridge to address the issue. There was no adverse impact to customer's blood glucose.

Manufacturer narrative:
Per tandem user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.